Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor would intermittently freeze up causing a loss of the live image. No pt injury was reported.